Event description:
It was reported that the insulin pump sustained moisture damage due to leaking reservoirs. The caller observed fluid in the reservoir compartment and dried the compartment with a cotton swab. The self test could not be done because the customer had already removed the insulin pump. No damage to the drive support cap was observed. The customer's blood glucose was 115 mg/dl. The caller did not know how the reservoir leak occurred. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump was received with no moisture damage on the electronic stack, motor, battery tube, vibrator assembly and reservoir compartment. However, the insulin pump had cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Please see medwatch report # 3004209178-2015-61170.